Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(4).

Event description:
It was reported during surgery that there was a cuff leak detected by tourniquet, newly opened from sterile pack. There was no harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -visual examination of the returned product found no obvious tear of damage to the product. Functional testing found a leak existed at one of the right angle cuff ports. No other area of the cuff had a leak. -review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. -device is used for treatment. -a definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event. -the event is confirmed.

Event description:
There is no additional information.